Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact. Customer changed cartridge to address the issue. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.